Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device could not be removed after firing. It was confirmed that the posterior tissue was uncut when the anastomosis site was touched from the anal side. Then, the firing handle was grasped again and the uncut tissue was cut. However, leak occurred in the leak test. Eventually, the site was recut and anastomosed again with another cdh device to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 8/1/2016. Batch # (B)(4) additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Were there any staples missing from the staple line? No information. What was the shape of the staples (b-formation, irregular, legs straight)? No information. Were both tissue donuts present? No information. Were both donuts complete? No information. After firing was the adjusting knob turned ½ to ¾ revolutions? No information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No information. How was the device eventually removed from the patient? When the firing handle was grasped secondly, the tissue was cut and the device was able to be removed. The analysis results found that the ecs25a device arrived in good visual condition. The casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.